Manufacturer narrative:
The reported product is an unknown baxter IV set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter IV luer cap leaked blood when disconnecting IV fluids. When the IV tubing disconnected, blood shot out from the luer cap and went across the bed and ran down the patients arm. The blood also got on the staffs uniforms. The amount of blood lost, if the patient required medical intervention and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.